Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during stone removal in the common bile duct performed (B)(6), 2010. The patient information is not available. According to the complainant, during the procedure it was difficult to remove air from the balloon once it was inflated. Additional information received stated the balloon was successfully deflated however the air had to be removed from the balloon by hand. It was also noted a stopcock was used for this procedure. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be good.

Manufacturer narrative:
The patient was over the age of 18. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during stone removal in the common bile duct performed (B)(6), 2010. The patient information is not available. According to the complainant, during the procedure it was difficult to remove air from the balloon once it was inflated. Additional information received stated the balloon was successfully deflated however the air had to be removed from the balloon by hand. It was also noted a stopcock was used for this procedure. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be good.

Manufacturer narrative:
A visual examination of the return device revealed no defects. Both the proximal and distal bonds were found to be continuous and with in specifications. No damage was noted to the catheter, the balloon was successfully inflated and when the stopcock was opened the balloon deflated spontaneously by itself. No additional intervention was required to deflate the balloon. Balloon inflation and deflation issues can occur due to tortuous anatomy ore pressure with in the cbd and therefore the root cause is operational context. A review for similar complaints was completed and no other complaints were found.